Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges discomfort, noise, tissue damage and elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical report states the patient is experiencing intermittent groin pain. (B)(4) 2012 - radiographic reviews received complaint re-opened. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient had requested the revision due to the recalled products.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
The stem associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination since its release for distribution. Operative notes were received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.